Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 7.5; lab: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio: 7.5; reference: 3.4; mean: 5.45; confidence limits: na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Previous investigation of strip lot #232170 from another case met accuracy criteria. No further investigation is required. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least (B)(4) replicates for both samples for strip lot #232170 are within the allowable bias (+ or - 1.0). No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. One out of two total normal donor test results were out of range. Complaint did not contain sufficient information for root cause analysis. No product was expected to be returned. Reference retain strip test result comparison; which met accuracy criteria. As of 11/04/2010, 27 discrepant result complaints were reported for lot #232170 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.